Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no power and screen was black. A field service engineer tested the power supply and confirmed it was working. Fse disconnected all main drawers from the communication sled, and the station still failed to boot, indicating the issue was in the auxiliary. Tested all drawers and identified drawer five full height as the problem. Fse found the drawer controller was faulty and replaced it and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the device had no power, and the screen was black. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from the pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.